Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 29 unopened pouches and 1 loosen needle.. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 24 closed samples and one open and used sample with the needle detached from the thread, there is no needle inside. Tightness test to the sample received has been performed and the unit is tight. The needle received cannot be further analyzed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: the complaint is justified for isolated detached needles, but the conclusion is not justified according to the results of the closed samples tested. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia suture detached from needle.